Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within spec. No unexpected battery out limit alarms noted. The insulin pump was received with intermittent express button due to corroded keypad traces. The device had cracked case at display window corners, cracked battery tube threads. And minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was unable to clear out a battery out limit alarm, following a battery change, due to a button not responsing on the insulin pump. The customer's blood glucose was 224 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.